Event description:
A caller reported a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and the caller planned to reset the pump when ready, with a follow-up if the issue persisted.